Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10. A getinge service territory manager (stm) returned at a later date to evaluate the iabp, the stm was not able to duplicate the reported issue. Passed all functional tests and worked fine with my test catheter. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Event description:
It was reported that after approximately three months of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated auto-fill failure and gas loss alarms. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the patient's condition was deteriorating over the last day or two, prior to the alarms. Without iab therapy, the patient's condition continued to decline. The iab was later removed and replaced with a different manufacturer's device. This report is for the cardiosave iabp. A separate report has been submitted for the intra-aortic balloon under mfg report number 2248146-2021-00746.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp with test catheter and trainer, and was unable to reproduce the reported issue. Fse performed all functional tests and calibration was within factory settings. The only anomaly found during the fse's inspection of the iabp was that the safety disk had over 10.5 million cycles on it. Safety disks are recommended to be changed every 6,000,000 cycles. Fse does not believe that the safety disk was related to this incident. The fse ordered a safety disk and will return when the part is delivered. The iabp can not be put back into service until the safety disk is replaced. A supplemental report will be summitted upon completion of our investigation.